Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, resistance occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately to severely tortuous left coronary branch, involving a bifurcation between the left anterior descending (lad) artery and circumflex (cx) artery. The lesion was predilated with a 3.0x10 mm balloon, inflated to 16 atms for 30 seconds. When the physician attempted the crushing stent technique a certain resistance was detected while advancing and removing the 4.00x20 mm taxus express2 drug eluting stent. When removed, it was found that the shaft had almost separated in two parts. The procedure was completed successfully using two other taxus stents, "in a really complex and severe case." No patient complications were reported. Patient status reported as "ok."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.